Event description:
This report involves a patient who experienced cloudy effluent coincident with peritoneal dialysis therapy, and subsequently passed away. On an unreported date the patient was treated with vancomycin (dose, route and not reported) and an unspecified antibiotic (dose, route, frequency, and duration not reported) for the cloudy effluent event. The vancomycin was reported as ongoing. The same day as death, the patient presented to the emergency room (ER) and passed away the ER. The cause of death was reported as a bacterial infection in the peritoneal cavity. The cause of the bacterial infection was unknown. The patient¿s spouse could not confirm that the patient was diagnosed with peritonitis, however, peritonitis was not ruled out as a cause of the cloudy effluent. An autopsy report was unavailable. It was reported therapy was ongoing prior to death; however, the patient was not performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: date of the cloudy effluent event was reported as an unknown date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.